Event description:
It was reported, that this right atrial (ra) lead was confirmed to be fractured. The patient does not want to have this lead fixed. Inappropriate, atrial tachy response (atr) episodes have been stored as well as ryhtmiq episodes. Reprogramming options were discussed. No adverse patient effects were reported. At this time, this lead remains in service.